Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) sounded like leaking internally when helium tank was opened and the safety disc replacement was also due.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation,investigation findings,investigation conclusions,component codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the o-ring was damaged. The fse replaced the o-ring. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) sounded like leaking internally when helium tank was opened and the safety disc replacement was also due.there was no patient involved.

Manufacturer narrative:
Updated fields: b3,b4,b5,b6,b7,d10,e1(event site email),g3,g6,h2,h6(health effect ¿ clinical code,health effect ¿ impact codes)